Event description:
Healthcare professional reported left side deflation and concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Healthcare professional reported for left side "plug strap separated", "hole on valve side" observed during surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles in the surface of the shell, broken plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior and broken sharp in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on the posterior side to an unidentified (tear) opening. A sharp broken on the plug strap assessed as to an unidentified (tear) opening.